Manufacturer narrative:
No autopsy was performed and the pump was no explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No vad related issues were reported, and a correlation to the patient's expiration could not be conclusively determined. Reportedly, the event was not device related and the pump functioned as intended. In addition, an autopsy was not performed, and the pump was not explanted. Therefore, the product was not available for investigation. No further information is available. A review of the device history record revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the event was not device related and the pump functioned as intended.

Event description:
The patient was implanted with a left ventricular assist device. The patient expired unexpectedly at home. No further information was available.